Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2009. It was reported the patient needs reprogramming because all of his programs stopped working. The sjm representative took a full diagnostic impedance measurement and found 2 contacts to be invalid; she gave the patient new programs. The patient was satisfied with the stimulation at the end of the appointment. No further information is available at this time.